Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for a right ventricular automatic threshold (rvat) detected as: programmed amplitude or suspended due to intrinsic beats along with a recent deviation from stable trends. Most recently the device alerted for rvat detected: programmed amplitude or suspended along with alerting for intrinsic amplitude out of range on both the right ventricular (rv) and left ventricular (lv) lead. The presenting electrogram (egm) cannot confirm capture. Trends show a recent decline in amplitude and lead impedance measurements, however no undersensing observed and no stored arrhythmias. Further review is recommended as these alerts will not retrigger until the device is interrogated with a programmer. Additional information received advised the crt-d provided anti-tachycardia pacing (atp) therapy that accelerated the patient's ventricular tachycardia (vt) to 201 beats per minute (bpm), accelerating the rhythm into ventricular fibrillation (vf). A 41j (joule) shock was delivered to successfully convert the arrhythmia. At this time, the device remains in-service. No additional adverse patient effects were reported.